Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that a securmark stoplight MRI clip was placed in a patient's breast on (B)(6) 2026, and the correct location/placement was confirmed under mammo. It is further reported that after the procedure, while the patient was at home, the encasement surrounding the clip came out of the patient's breast. The user site reports that the encasement was removed by the physician and reimaging was done, which confirmed that the clip itself remained in the correct position. No patient harm was reported; however, injury MDR is being submitted due to the additional interventions that were required.